Manufacturer narrative:
The pump alarmed motor error during rewind due to a motor encoder signal out of phase. They were unable to verify the excessive no delivery alarms due to the motor error alarms. The pump had a minor scratched lcd window and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer stated that he was driving a car and the insulin did not exit. Customer stated that the pump alarmed no delivery during manual prime. Customer reported that the insulin exited the tubing after manually pushing the insulin slowly through the tubing. The customer inserted a new reservoir and ran a manual prime to at least 5 units. Customer stated that the insulin does not exit during the manual prime and the pump alarmed no delivery. Customer mentioned that he started getting no delivery alarms last night and he has already changed the infusion sets 3 times and the reservoirs 2 times. Customer stated that he treated with syringes for his blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.